Manufacturer narrative:
The device history and sterilization records were reviewed. Results - the review of the device history and sterilization records found product meet specifications. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history. Additional lot #: 2881602. Additional expiration date: 11/30/2011. Additional device manufacture date: 11/2009.

Event description:
It was reported that the patient had a failed scs trial because the patient did not receive sufficient pain relief. Attempts to reprogram the trial system to give the patient adequate pain relief were unsuccessful. The patient's trial system was removed due to increased pain. It was reported that the physician advised the patient that the trial leads were likely not implanted in the correct location, and that the pain was due to surgical pain at the lead insertion site. The explanted leads were discarded by the account and not returned for evaluation.